Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens. Noticed after insertion into the eye that lens tore. Lens was removed with no patient injury. No widen incision and no sutures required.

Manufacturer narrative:
(B)(4).